Manufacturer narrative:
The unintended stimulation/new pain questionnaire was completed by quality with limited information. Potential causes of overstimulation are change in posture or proximity of electrode to target nerve resulting in stimulation of nerves outside of the target nerve, stimulator electrical failure, interference from other electro magnetic sources, interference from a non-curonix device and improper programming parameters. However, the clinical representative disclosed the patient was a poor candidate. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity (user error - clinician). CAPA-2023-0001 was initiated to investigate and remediate the noncompliance to company reporting procedures.

Event description:
The patient reported overstimulation with a pulsating feeling. The device was explanted. However, a date was not provided. No additional information provided.